Event description:
It was reported to philips that while booting, the system gave an alert indicating the image disk was full, preventing x-rays. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.